Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique . Note: manufacturer contacted customer in a follow-up call on 30-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-3 error. Customer stated that he has had the truemetrix meter for several years. Customer was using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 130 mg/dl using truemetrix meter. Customer was satisfied with the result obtained. At the time of the call the customer felt well and did not report any symptoms. Customer stated that he had been hospitalized two months ago due to hyperglycemia and low blood pressure. Customer did not disclose why he had sought medical intervention. Customer stated that his blood glucose test result when admitted to the hospital had been 731 mg/dl. Customer was treated with insulin and was diagnosed with diabetes. Customer stated he remained in the hospital for 2-2 1/2 days. Upon discharge customer was prescribed insulin and heart medications. Prior to being hospitalized, customer stated that he had been pre-diabetic and had been taking oral medication.

Manufacturer narrative:
Sections with additional information as of 21-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.